Manufacturer narrative:
(B)(4). Batch # p91k07. Device analysis: the analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Device breakage. During the unknown surgery, before used on the patient, opened the packing, found the seal was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect if the seal was sticky to the plastic packing results the seal broken.